Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the subject coil failed to detach. The physician re-inserted the subject coil in the micro catheter, but it pre-maturely detached in the micro catheter. The physician completed the procedure successfully without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject coil failed to detach. The physician re-inserted the subject coil in the micro catheter, but it pre-maturely detached in the micro catheter. The physician completed the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that preparation/set-up was performed as per the dfu and continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported complaint.